Event description:
It was reported that there was an unspecified disconnection issue with an unspecified quantity of homechoice cassettes. The patient became disconnected from treatment. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event; however, the patient was treated with antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.